Manufacturer narrative:
(B)(4). Date of event: unknown. A manufacturing record evaluation was performed for the finished device lot number t40301, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the bag broke during extraction of the pouch. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.